Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/3/2020. Corrected information: b1, b2, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2019-91307 is not reportable. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 1. A formal complaint was not submitted to ethicon and there is no complaint number. Does the surgeon believe that ethicon products (vicryl suture, stratafix suture) involved caused and/or contributed to the post-operative complications described in the article? 2. I do not believe the there was product fault contributing to patient¿s complication - wound breakdown. She developed partial nipple necrosis (superficial epidermal necrolysis) which can occur due to thin skin flap and limited blood supply via subdermal plexus of vessels to the nipple. Sometimes, post operative swelling can also compromise the already precarious blood supply. The wounds eventually healed with careful dressings and the patient made a good recovery and good cosmetic outcome. Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture, stratafix suture) used in this procedure? 3. I do not believe there was any deficiency with stratafix used for this case. I have continued to use this product ever since I switched over from another product nearly 4 years ago and continue to remain satisfied with its performance.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (vicryl suture, stratafix suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture, stratafix suture) used in this procedure? Patient demographics. Citation: adv plast reconstr surg, 2018 pp 207-214. (B)(4).

Event description:
It was reported via a journal article"title: wise-pattern skin reducing and nipple-sparing mastectomy using modified mckissock¿s vertical bi-pedicle dermal flap in large breasted patients for immediate reconstruction and revision cases". Author : josie todd. Citation: adv plast reconstr surg, 2018 pp 207-214. This study discussed about the wise-pattern skin reducing and nipple-sparing mastectomy using modified mckissock¿s vertical bi-pedicle dermal flap in large breasted patients for immediate reconstruction and revision cases. This was a case series of 13 procedures in 8 patients between november 2015 to july 2018 in which 2 patients underwent mastectomy with immediate lateral chest wall perforator autologous flap reconstruction. The donor site was closed with a synthetic haemostatic glue with standard 2-layer closure of the wound with absorbable sutures vicryl and stratafix (ethicon). The 2 patients developed seroma in the back wound 1-2 weeks post-surgery and aspirated regularly. In conclusion, the modified mckissock¿s technique combines breast reduction surgical principles using a wise-pattern and vertical bi-pedicle nipple-sparing mastectomy for patients with large ptotic breasts. This technique allows a single stage mastectomy without sacrificing the nipple-areolar complex (nac) to achieve the desired smaller reconstructed breast